Event description:
It was reported that ¿sometimes¿ the device turned off stimulation after about 3-4 hours of stimulation. Intermittent stimulation was noted. The patient would start to feel pain on the pelvic floor again. No deficiencies were detected on the device¿s activity. It was stated a revision was required. Both the battery and impedances were tested during the revision. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was that the patient used a massage therapy band on their legs. When the patient would start the massage treatment, the stimulator would turn off independently. No anomalies were detected when testing the battery and impedances. It was noted that when the stimulator was "in action," the patient received therapy with good benefits and symptom reduction was greater than 50%. At the time of this report, the patient was doing well and was receiving therapy with good benefit. The patient had stopped using the massage therapy band. No further information was reported.

Manufacturer narrative:
(B)(4).